Manufacturer narrative:
The facility has confirmed that the remainder of this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that during an unspecified procedure, the small peripheral cutting balloon and atherotomes detached during withdrawal and remain in the patient's body. The lesion being treated was located in the right popliteal artery. Difficulties were encountered while withdrawing the small peripheral cutting balloon into a 6f introducer sheath, and the balloon and atherotomes detached. Additional information regarding this event has been requested.